Event description:
It was reported by the user facility that the patient complained of pain and swelling following a post third molar extraction using the core impaction drill that was performed on (B)(6) 2015. At a follow up appointment, the patient was found to have an infection. The doctor performed a curettage and gave antibiotics to the patient. The infection has resolved. No further adverse events were reported.